Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for pneumonia and high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 444 mg/dl. Customer was not wearing the device for less than 48 hours prior to the hospitalization. Device had alarmed motor error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.